Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 512 mg/dl and was treated with manual injection. Customer reported sensor had change sensor alert and calibration not accepted. The customer was assisted with troubleshoot. Customer received a change sensor alert after a calibration not accepted. The customer removed sensor and cannula was bent. The product will be returned for analysis.